Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The 75% stenosed target lesion was located in the non calcified and moderately tortuous mid left anterior descending artery. Utilizing a contralateral approach the 3.5x15mm nc quantum apex balloon catheter was advanced with resistance noted. The balloon was inflated once to 7atms and the physician noted that "balloon inflation was abnormal". During removal of the nc quantum apex, the .014" non bsc guide wire was pulled back with the device. It was noted that the apex and the guide wire "got stuck". A shaft kink was identified and the physician felt the shaft kink caused the guide wire to be removed with the balloon catheter. The devices were able to be separated outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The 75% stenosed target lesion was located in the non calcified and moderately tortuous mid left anterior descending artery. Utilizing a contralateral approach the 3.5x15mm nc quantum apex balloon catheter was advanced with resistance noted. The balloon was inflated once to 7atms and the physician noted that 'balloon inflation was abnormal'. During removal of the nc quantum apex, the .014 non bsc guide wire was pulled back with the device. It was noted that the apex and the guide wire 'got stuck'. A shaft kink was identified and the physician felt the shaft kink caused the guide wire to be removed with the balloon catheter. The devices were able to be separated outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed contrast in the inflation lumen. The balloon was loosely folded with some positive pressure applied. The balloon was inflated to 12atms with no restrictions. The shaft was kinked 118cm from the strain relief. An appropriate sized guide wire was back loaded into the wire lumen with no restrictions. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).